Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that ¿no image¿ was displayed due to a communication failure caused by a failure of the cable. A probable cause for the faulty cable was due to immersion of the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the evaluation revealed the following findings: the cable had been cut; the coupler mechanism was found blocked: endoscope lock and endoscope mount were no longer able to work properly; and switches button rubber have wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.